Manufacturer narrative:
The device was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacture processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) contains the following warnings and precautions: small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location will weaken tubing. Avoid clamping near the luer(s) and hub of the catheter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC was placed on (B)(6) 2023 at 1000, left basilic vein on first attempt. No catheter issues were identified upon insertion and the catheter was heparin locked until fluids were initiated. Documentation indicates some sluggish blood return initially upon initiating infusion; however, thereafter, it was infusing without issue. On the evening of (B)(6) 2023, alteplase was instilled into the proximal (red) lumen for sluggish blood return. After the required dwell time, the rn was unable to aspirate the alteplase. The dressing was taken down to check the catheter and the site was noted to be wet. Upon flushing, there was leakage from the red port at the junction of the securement wings. (Lumen leak at the hub) the distal (white) lumen did not leak when flushed and the rn was able to aspirate blood. There was no change in external catheter length and chest x-ray obtained on (B)(6) at 1700 indicated catheter tip position was unaltered from time of insertion. The PICC was removed on (B)(6) 2023 at 1923. Removal catheter length indicated no discrepancy from insertion catheter length."